Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by removing a black o-ring from the pneumatic tap area, allowing the cartridge to fit properly, and then resumed using the insulin pump. No further action was needed.